Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls and other assays were unaffected. Samples run around the same time as the sample in question resulted as expected. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse carried out a total service call. The cse made an adjustment to reagent probe 1 cuvette bottom position, and adjusted and lubricated the cuvette flicker. The customer ran quality controls, after which the instrument was returned to use. The cause of the discordant falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). A new sample drawn six hours later was tested on the same instrument, resulting lower. The original sample was then repeated on the same instrument, and the result matched with the result of the new sample. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2016-00069 was filed on february 23, 2016. Additional information (02/25/2016): the cardiac troponin I unit were corrected from mg/l to ug/l.